Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('heavy bleeding/gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), infection ("infection"), abdominal pain ("abdominal pain") and endometrial disorder ("endometrial nocarcinoma") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, infection, abdominal pain, neoplasm and endometrial disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometrial disorder, genital haemorrhage, infection, neoplasm and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2014. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received: new events - abdominal pain, tumors, endometrial nocarcinoma were added. Outcome of event genital bleeding was updated as recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle") and infection ("infection"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and infection outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, infection and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.